Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to service report, the pre-use check failed due to affected control pcb and expiratory channel pcb. The printed circuit boards were not further investigated since ingress of liquid/corrosive substance on pcb can cause failure/short circuits which might lead to a ventilator malfunction e.g. Technical errors, alarms, failed test during pre-use check. It has remained unknown under which circumstances and when the liquid entered the unit. Replacement of mentioned boards solved the reported issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The cause of the issue has been established as accidental damage. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pre-use check. Moreover, printed circuit boards were contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).